Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a left pneumothorax during a superdimension procedure. No additional information is known. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. The lot number of the triple-needle brush is unknown therefore no review of device records could be performed. If additional information is received another follow-up report will be submitted.

Event description:
Additional information received from the reporting site stating the pneumothorax required intervention and is attributed to the superdimension triple-needle cytology brush. If additional information pertinent to the incident is obtained another follow-up report will be submitted.